Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain. It was reported that the patient wanted to have their device adjust as they were having pain in their left hip. They stated that it has been bothering them for a while and it is affecting their walking. They further reported that they had an x-ray done. The patient had the stimulation changed to cover their buttocks but still has pain on the left side and wants the stimulation to cover the left side. The patient was forwarded to their healthcare provider (hcp) to contact a manufacturer's representative (rep). No further complications were reported or anticipated. Additional information was received from a patient on (B)(6) 2017. The patient stated that since a month ago maybe they experienced sudden new pain. Their manufacturer representative (rep) called the patient to schedule a programming appointment but the message got erased. An email was sent to the local rep and it was recommended that the patient contact their healthcare professional (hcp) to determine who the patient¿s rep is. No further complications were reported/are anticipated.

Event description:
Additional information received from the patient indicated that on (B)(6) , their ins was reprogrammed to stimulate their left hip. The patient noted that they weighed (B)(6) at that time. They also mentioned that the cause of their sudden new pain was due to spinal stenosis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.